Event description:
It was reported, that: the patient underwent an initial right total hip arthroplasty on (B)(6) 2016. Subsequently, he had a manipulation under anaesthesia (mua) on (B)(6) 2021 due to dislocation and subluxation. Components remained implanted.

Manufacturer narrative:
(B)(4). Initial report: report source, foreign - event occurred in (B)(6). The client has indicated that the product will not be returned to zimmer biomet for an investigation, as it remains implanted. Associated products: medical product: echo por fmrl lat nc 12x140mm, catalogue number: 192112, lot number: 851160; medical product: g7 pps ltd acet shell 56f, catalogue number: 010000665, lot number: 3694265. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-0213. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported that: the patient underwent an initial right total hip arthroplasty on (B)(6) 2016. Subsequently, had a manipulation under anaesthesia (mua) on (B)(6) 2021 due to dislocation and subluxation. Components remained implanted.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: adequate photographs have not been provided and product the has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. A review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. These devices are used for treatment. A compatibility review shows that the implants for this event are compatible. A review of complaint history identified no additional similar complaints about the reported item: 650-1162 and no additional complaints about the reported item and lot combination / additionally no similar complaints about the reported item: 110003619 and no additional complaints about the reported item and lot combination. Medical records or x-rays have not been provided. The likely condition of the devices when they left zimmer biomet is conforming to the specification. The reported event has not been confirmed as relevant photographs have not been provided and the product has not been returned for evaluation and the DHR review did not identify any issues. The root cause of the reported event cannot be determined with the information provided. It has been confirmed that these implants are not within the scope or subject of any field actions or recalls which could be attributed to the reported events. Corrective or preventative action is not required. The root cause of the reported event cannot be determined with the information provided. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00213-1. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.